Event description:
It was reported that the patient experienced erosion and infection in the scrotum with this inflatable penile prosthesis (ipp). It was detailed that the device presented inflation and mechanical issues, the tubing was exposed, and the pump was not filling. The existing ipp was removed and replaced with a new malleable device. There were further no patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.